Manufacturer narrative:
The device was returned for analysis. Upon device return and inspection, it was observed that the guidewire lumen was no longer adhered to the tip of the spline cage. The deployment mechanism was felt damaged due to the delamination of the guidewire lumen from the tip of the spline cage, deployment of the catheter was not possible. Under microscope inspection it was observed that the welding of the tip was damaged. Based on the product analysis the ar code 'failure to deploy' was confirmed. As the IFU mentions, the reported issues are contemplated as potential adverse events, and this event type has been accounted for during product risk analysis to support acceptable risk benefit for the product, in addition, no issues were found that could have been related to the reported issue during manufacturing documentation review. Since the reported adverse events are known and documented in the labeling (including both short or long term known complications or adverse reactions), the most probable cause of known inherent risk of device. No indication that the reported deployment difficulty was the cause of the reported adverse event.

Event description:
During a procedure a farawave was selected for use. During procedure it was not possible to switch the catheter from basket mode to flower mode. The catheter was replaced. The device is expected to be returned. No further information was provided. It was reported that the patient experienced a stroke following a procedure in which two farawave catheters were used. During the procedure the original catheter had issues fully deploying so it was exchanged for a new catheter without issue and the procedure was completed successfully with the second device. After the procedure but prior to discharge, a stroke was identified as the patient exhibited a loss of speech and paralysis of one side of their body. No information regarding treatments, interventions, or patient outcome for the stroke were provided. The original catheter is expected to be returned for analysis. The second catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. It was further reported that the patient fully recovered.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a procedure a farawave was selected for use. During procedure it was not possible to switch the catheter from basket mode to flower mode. The catheter was replaced. The device is expected to be returned. No further information was provided. It was reported that the patient experienced a stroke following a procedure in which two farawave catheters were used. During the procedure the original catheter had issues fully deploying so it was exchanged for a new catheter without issue and the procedure was completed successfully with the second device. After the procedure but prior to discharge, a stroke was identified as the patient exhibited a loss of speech and paralysis of one side of their body. No information regarding treatments, interventions, or patient outcome for the stroke were provided. The original catheter is expected to be returned for analysis. The second catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Event description:
During a procedure a farawave was selected for use. During procedure it was not possible to switch the catheter from basket mode to flower mode. The catheter was replaced. The device is expected to be returned. No further information was provided. It was reported that the patient experienced a stroke following a procedure in which two farawave catheters were used. During the procedure the original catheter had issues fully deploying so it was exchanged for a new catheter without issue and the procedure was completed successfully with the second device. After the procedure but prior to discharge, a stroke was identified as the patient exhibited a loss of speech and paralysis of one side of their body. No information regarding treatments, interventions, or patient outcome for the stroke were provided. The original catheter is expected to be returned for analysis. The second catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. It was further reported that the patient fully recovered.